Event description:
It was reported when using the bd pyxis¿ medbank tower drawer failed to open, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 15-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed to open. A technical support specialist (tss) remotely accessed the system and assisted the customer to perform a task and confirmed that the medication was no longer on the patient profile. The tss also logged in and checked all drawers, confirming they opened and responded as expected. The system functioned as intended after the technical support specialist verified the device.